Event description:
It was reported that the patient was implanted with her first of two interstim devices in colorado. Things "went bad" and she had "too many reprogrammings to even count." The patient had two surgeries on the device in colorado. No details of the surgeries were provided. It was also reported that the patient experienced shocking, ambulatory difficulties, and permanent damage. It was unclear if these issues were attributable to the patient's first or second device. See MFR. Rep. # 3007566237-2011-09140 for issues with subsequent device, as well as details related to the shocking, ambulatory difficulties, and permanent damage. Unable to follow-up with contact information provided, no additional information was obtained.